Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/injury to herself'), autoimmune thyroiditis ('autoimmune diagnosed: hashimoto's') and pelvic pain ('pelvicl pain / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmatory test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, autoimmune thyroiditis (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("heavy menstrual cycles/ menorrhagia (heavy menstrual bleeding)"), adverse event ("abnormal symptoms"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia "), rash ("rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, autoimmune thyroiditis, back pain, adverse event, rash and psychological trauma outcome was unknown and the pelvic pain, menorrhagia, weight increased, dyspareunia, female sexual dysfunction, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine and nausea had resolved. The reporter considered adverse event, alopecia, autoimmune thyroiditis, back pain, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia, apareunia, chronic pain, pelvic/abdominal pain, menorrhagia, hashimoto's disease, uti, fatigue, gi conditions, hair loss, hormonal changes, migraines, headaches, nausea, weight gain. Medical leave related to essure-yes. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : lawyer was added and new events dyspareunia, apareunia, pelvic pain, rash, skin disorder, hashimoto's disease, psych injury, uti, fatigue, gi conditions, hair loss, hormonal changes, migraines, headaches, nausea, device monitoring procedure not performed were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/ migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("severe back pain"), weight increased ("weight gain"), menorrhagia ("heavy menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed in (B)(6) 2012. At the time of the report, the uterine perforation, back pain, weight increased, menorrhagia and adverse event outcome was unknown. The reporter considered adverse event, back pain, menorrhagia, uterine perforation and weight increased to be related to essure. The reporter commented: patient sought medical attention for the forgoing symptoms company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.